Manufacturer narrative:
The following fields were updated: b1. Adverse type: product problem b2. Outcome attributed to adverse event: na h1. Type of reportable events: malfunction this MDR was submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false result due to contamination. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported they are receiving strange positive blood cultures. Retuned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Microbial instrument detection was performed to the retention samples with satisfactory results. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false result due to contamination. There was no report of patient impact.